Event description:
Reportedly, unusual bunching of the tissue occurred while firing the instrument around the eea anvil with staple reinforcement material to create the gastric pouch. Therefore, the firing was ceased to reveal unproperly formed staples. The surgeon then decided to use another instrument to transect the tissue containing the malformed staple line and complete the anastomosis and case without further incident. Procedure: lap gastric bypass.